Manufacturer narrative:
The user reported receiving a low glucose alert on 09 sep 2024 around 7pm. The user mentioned that the sg at the time was 49 mg/dl while the bg was 100 mg/dl. A review of the dms data revealed that the sg value was 49 mg/dl at 7:42 pm and bg was not entered in the system. The user received low glucose alert at 7:27 pm and 7:42 pm. The user did not seek medical treatment or self-treat as the bg indicated that it was not in a hypoglycemia range. In an associated case of the user's complaint about sensor inaccuracy, it was determined that the system had experienced a period of instability on the date of the event, contributing to the differences observed. The transient instability may be potentially related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. The system has stabilized since and started displaying better agreement between the sensor readings and fingerstick measurements. The system has been performing within expectations. B4.date of this report 23 october 2024. G3.date received by the manufacturer? 14 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 10, 2024, senseonics was made aware of an incident where the user received a false hypoglycemia alert from the system due to sensor inaccuracy. The user reported on 9/9/24 around 7:00 pm that their sg was 49 mg/dl and bg was100 mg/dl. Per dms, the sg at 7:42pm was confirmed but the user's bg was not entered in the system. The user received a low glucose alert on (B)(6) 2024, at 7:42 pm.